Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one segment of an unknown 4.2fr s/l broviac catheter repair kit were returned for evaluation. A 'c'-shaped split was noted to the outer catheter just distal to the med adhesive. Functional testing confirmed that liquid leaked from the c-shaped split. Therefore, the investigation is confirmed for the alleged leak/split. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that the catheter had alleged holes in the tubing, small splits, and/or separation of the repaired segment. It was further reported that the device was removed and replaced. There was no patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the facility has alleged the catheter has holes in the tubing, small splits in the tubing and/or separation at the repair kit. All devices were removed and some were replaced. There was no patient injury.